Event description:
Hcp reported pt with a reservoir volume discrepancy. The estimated reservoir volume was 2ml and the actual reservoir volume was 17ml. The pt was also taking oral pain medication and did not have a return of symptoms or an adverse event. The pump was found to be flipped and was manually flipped back. A follow up report will be sent when additional information can be obtained.